Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional reported the cause of the pump memory error was unknown. A dye study was performed and catheter was intact. The serial number of the programmer used when the pump memory error occurred was unknown. The patient's weight at time of event was (B)(6) pounds. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (concentration 500 mcg/ml, dose 100.6 mcg/day) and morphine (concentration 1.2 mg/ml, dose 0.2401 mg/day) via an implantable pump for intractable spasticity. There were no applicable non reservoir drugs. The patient was having increase in spasms and had high blood pressure that begun on an unknown date so the health care professional had decided to performa catheter dye study on this report date to check the catheter and they were able to aspirate the catheter, the dye study was successful as it showed that there were no catheter issues. The company representative was going in to update the pump to prime the catheter but there was disruption with telemetry and now she was seeing the message ¿pump memory error while updating pump¿, the pump was interrogated again and was found to be in stop mode, it was reviewed that they should check the pump settings again to make sure everything was correct before updating the pump again. It was noted that the patient would be referred to another center for help. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, explanted: product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via business partners on (B)(6) 2017 reported on (B)(6) 2017 and (b)(^) 2017 additional information was received from a healthcare professional. The patient's race was identified and the patient's age at the time of the events was reported. Additional medical history included chronic pain following a spinal cord injury at t3. The patient initially started treatment with intrathecal baclofen (concentration and dose not specified) in 2010. As of (B)(6) 2017, it was confirmed that the increased spasms and "pump in stopped mode" had recovered, and the patient's high blood pressure was improved. Medical history included paraplegic (paraplegia), "para prone to autonomic dysreflexia," intractable spasticity, implantation of a synchromed ii pump and an indura catheter (model no. 8637-40, 8709sc, on (B)(6) 2010); implantations of a distal revision kit, intrathecal catheter, indura catheter (model no. 8598a, 8731sc, 8709sc, on (B)(6) 2012); implantation of a synchromed ii pump (model no. 8637-40, on (B)(6) 2016); implantation of a synchromed ii pump (model no. 8637-20, on (B)(6) 2017), implementation of an ascenda catheter and synchromed pump dacron pouch (model #s 8780, 8590-1 on (B)(6) 2017), implantation of a reveal linq cardiac monitor (model no. Lnq11, on (B)(6) 2017); implantation of a synchromed ii pump (model no. 8637-20); and use of a mycarelink smart monitor (model no. 24950). Concomitant products were not reported. On an unknown date (reported as old), the patient started treatment with baclofen 1000 g/ml at 100 g/day and morphine 1 mg/ml at 0.1 mg/day, both per continuous infusion, intrathecally via the synchromed ii pump, for an unknown indication. No further complications were reported/anticipated.